Event description:
It was reported that the patient expired at a nursing home. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. The physician wanted to know if there were any tachy events, but device interrogation at the funeral home showed no tachy events. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis is normal. No anomalies were found.